Manufacturer narrative:
The customer evaluated the device with assistance from a remote service engineer (rse), who confirmed the reported issue. Initial diagnostics indicated a red alarm related to a fan/led condition. Although the led strip functioned during startup and alarm conditions, further evaluation determined that replacement of the power management (pm) printed circuit board assembly (pcba) was the recommended corrective action. The customer requested onsite service, and a follow-up work order was created with the recommended part (pm pcba). The required component was ordered and shipped. The field service engineer (fse) went out to site for service and repair and confirmed that the fault did not recur during intervention. The error message did not reappear. The battery and power supply were disconnected to reset the device. Complete tests were performed on the preventive maintenance work order. The system is functional and has been returned to service for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating while testing the device, it was observed that during operation, a persistent visual and audible alarm was observed. The device continuously displayed the message ¿postled failed 1,¿ accompanied by an ongoing audible alarm. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported a technical malfunction during testing. During operation, the device exhibited a persistent visual and audible alarm, displaying the message ¿postled failed 1,¿ which sounded continuously. The expected device behavior could not be confirmed, and the actual behavior was reported as a continuous alarm condition. The rse has requested event logs for further analysis. This investigation is ongoing.